Event description:
It was reported by the nurse that, during surgery, after the milling, the surgeon observed metallic chip in the patient's body. The surgeon was not successful in removing it. No delays were reported.

Manufacturer narrative:
Additional information will be provided once investigation is completed.